Event description:
It was reported that the hardware was removed from a left pilon fracture due to an infected non-union. The physician also implanted antibiotic cement. This is report 2 of 5 for file (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Explant date initially reported as (B)(6) 2014. Explant date is unknown for this event.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Manufacturer location is unknown; lot number could not be verified. The lot number provided could not be verified; therefore, further investigation cannot be performed. Placeholder.